Manufacturer narrative:
The recharger with model number 97755 and serial# (B)(6) was received for product analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen intermittently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that in 2022 they had their ankle replaced so they didn't do a lot of walking and their back was pretty good so they did not use the implanted neurostimulator as often. Then last year, they got sick for about 3-5 months and didn't walk. Patient said they were on complete disability. Now starting when they started feeling better more in the spring, they were more walking but not lifting or twisting and doing a lot more things with their back so they wanted to use the stimulator again, but they could not get the stimulation to work and make a connection. Patient stated they had charged the controller, let it go dead, recharged it, tried everything and they couldn't get it to connect to the magnet to the actual unit inside it. When asked for event date, patient said they first tried to make that connection this fall and they just gave up because they had lost their dad. Patient then said that for the last month, they thought it was maybe just them trying different outlets and probably for the past month they had been trying to charge the implant and couldn't. Patient mentioned that the controller charges when they plug it in and the light comes on and when they put it by the unit, it will go to 70-80 when in what agent believed to be passive recharge mode, but they just can't get the connection to turn stimulation on again. Patient inspected the recharger cord and said it looked good, but it did get hot more than normal. Agent had patient reset the controller and then attempt to start a recharge session. Patient reported seeing poor recharge quality several times. Patient eventually got to recharging good with controller at 90% and implant in red, but then it went back to poor recharge quality. Patient confirmed they felt some surface heat when they were trying to recharge the implant. The issue was not resolved. A repair request was sent to replace the recharger.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that in 2022 they had their ankle replaced so they didn't do a lot of walking and their back was pretty good so they did not use the implanted neurostimulator as often. Then last year, they got sick for about 3-5 months and didn't walk. Patient said they were on complete disability. Now starting when they started feeling better more in the spring, they were more walking but not lifting or twisting and doing a lot more things with their back so they wanted to use the stimulator again, but they could not get the stimulation to work and make a connection. Patient stated they had charged the controller, let it go dead, recharged it, tried everything and they couldn't get it to connect to the magnet to the actual unit inside it. When asked for event date, patient said they first tried to make that connection this fall and they just gave up because they had lost their dad. Patient then said that for the last month, they thought it was maybe just them trying different outlets and probably for the past month they had been trying to charge the implant and couldn't. Patient mentioned that the controller charges when they plug it in and the light comes on and when they put it by the unit, it will go to 70-80 when in what agent believed to be passive recharge mode, but they just can't get the connection to turn stimulation on again. Patient inspected the recharger cord and said it looked good, but it did get hot more than normal. Agent had patient reset the controller and then attempt to start a recharge session. Patient reported seeing poor recharge quality several times. Patient eventually got to recharging good with controller at 90% and implant in red, but then it went back to poor recharge quality. Patient confirmed they felt some surface heat when they were trying to recharge the implant. The issue was not resolved. A repair request was sent to replace the recharger.